Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels and passed out twice as a result. The customer stated that she fell out of a chair on (B)(6) 2015 with low blood glucose, which was treated with glucagon. The customer stated that she did not go to a hospital and woke up with blood glucose of 56 mg/dl. She reported that on (B)(6) 2015, she passed out and may have banged her head and right shoulder at the fall. She treated with juice and food, and her blood glucose was 178 mg/dl. She reported that she also has gastroparesis. The customer stated that her doctor asked her to take the insulin pump off until her doctor's appointment. She advised that the low blood glucose issues had started before she started insulin pump therapy. She declined troubleshooting assistance for low blood glucose, stating that the cause of her low blood glucose was gastroparesis.